Event description:
It was reported to philips the device shock button responded too late during cardioversion. This report has been updated from a serious injury to a non adverse event as additional information received clarified there was no patient involvement. The issue occurred during a cardioversion test.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips the device shock button responded too late during cardioversion. Additional details have been requested. We are considering this to be a serious injury as the issue may have caused an interruption/delay in life-threatening treatment.